Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits signs of melting at the location of the fracture; the metal cap exhibits severe detritus adhesion; the beveled edge at the output window is off center; the fiber was tested with hene laser fixture, the aim beam is scattered but not forward firing. Probable root cause: based on the product analysis results, the product complaint of ' firing out the end" could not be confirmed; a cap proximal fracture and a glue failure were observed; the probable root cause of these failures are: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the fiber was ¿firing out the end.¿ the procedure was completed using a second fiber. Patient outcome: ¿not stated but the case completed¿ reported.